Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited double beep with cassette. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tamper seal and housing intact. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon inspection, high pressure messages were found in the event history logs. The customer's reported issue could not be duplicated. Investigation found the root cause was unknown. Found fluid ingression on the downstream sensor. Recommend downstream sensor to be replaced.